Event description:
A malfunction code was reported by the customer, but there were no notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump while being instructed to call back if any malfunction code recurred. The customer acknowledged and understood the guidance provided.